Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury event, and has been revised to a malfunction additional information requested and received: what was the exact bariatric procedure being performed: sadi-s, single anastomosis duodeno-ileal bypass with sleeve gastrectomy; on which firing did event occur: last firing; was buttressing material used: afterwards, sutures; were any unexpected noised heard during firing of device: no; was device difficult to close? Was device difficult to fire: no; please confirm, were all 3 rows of staples on left side not formed: yes, all of them failed to form; were the staples malformed or completely unformed: both, malformed and unformed; were the staples delivered into the tissue/buttressing material or still in the cartridge: still in the cartridge; what was the reason for convert to open: no conversion. The consequence was the need to suture the malformed staple line; what was done to address the incomplete staple line: suturing the left side; what is the patient gender and bmi: unknown; what is the current patient status: ok.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m53r73. Additional information requested but unavailable: what was the exact bariatric procedure being performed? On which firing did event occur? Was buttressing material used? Were any unexpected noised heard during firing of device? Was device difficult to close? Was device difficult to fire? Please confirm, were all 3 rows of staples on left side not formed? Were the staples malformed or completely unformed? Were the staples delivered into the tissue/buttressing material or still in the cartridge? What was the reason for convert to open? What was done to address the incomplete staple line? What is the patient gender and bmi? What is the current patient status? The analysis found that one ec60a device was returned in good visual condition and with an ecr60d reload present. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a bariatric procedure, three row staples not formed in the left side. The procedure was converted to open. There was a delay of thirty minutes.